Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that the user experienced a low glucose event with a fingerstick reading of 43 mg/dl, treated with oral carbohydrates (dates), while the sensor continued to read low until a subsequent fingerstick showed 85 mg/dl and the agent instructed the user to calibrate the sensor and discussed a potential factory reset. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed, including real-time correction guidance, confirmation by fingerstick, and sensor calibration. Investigation of this case revealed no device malfunction identified at this time, with cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.